Event description:
The event is reported as: tip of the port brake when the user tried to insert the device. The broken piece was recovered. No patient injury reported. Patient current condition listed as fine.

Manufacturer narrative:
No sample available for investigation. DHR investigation did not show issues related to complaint. It is not possible to determine the root cause for the defect reported and a corrective action for it. Complaint can not be confirmed since the sample was not available for investigation, however, we will continue to monitor and trend relating complaints.